Event description:
Breast cancer was left undetected for a least six months by mammography facility. For the past few years pt has been having a mammogram every six months at facility. Pt has a family history of breast cancer of which their sister is deceased as a result. The pt is currently being treated for ovarian cancer. The pt stated in early 2004, they attended the said mammography facility and was told by their previous referring physican that pt is to return for a 6 month follow-up. They stated sometime in november or december 2004, they returned to the mammography facility and had a f/u mammogram and a ultrasound procedure performed on their breast. No biopsy was performed as result of the late 2004 mammogram. The pt stated they had a negative biopsy performed in 2002 or early 2003. New referring physican told the pt that it appears the mammography facility misdiagnosed pt's last mammogram and there is evidence of a form of cancer in late 2004 mammogram. A biopsy was suggestive to be cancerous.